Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. It was noted that the patient had previous generator change out procedure on (B)(6) 2010 and the patient was lost to follow up since the generator change out procedure in 2010 due to his working lifestyle and was aware that he missed many scheduled routine device checks. The patient stated that he felt more fatigued recently, and occasionally felt irregular heartbeats and was also having twitching in his right shoulder. The patient also told that he was implanted with the device as a pediatric patient for first degree heart block and would frequently pass out when he was young, but he did experience loss of consciousness recently and was unsure with the duration of experiencing these symptoms. Upon interrogation, it was noted that the right ventricular lead exhibited out of range, high pacing lead impedance in unipolar configuration and there had been an automatic polarity switch at an undetermined point. Loss of capture was also noted on the right ventricular lead and the lead did not capture consistently even though the auto capture was turned on. Noise resulting in oversensing and undersensing were noted in the ventricle when the lead was tested in various modes and twitching of right shoulder was also noted at high outputs. Since, the lead was old, it was working intermittently leading to various issues. To further evaluate the ventricular lead function and patient heart rate, multiple electrocardiograms in various positions and various programming was performed. The pacemaker and atrial lead were functioning normally. No programming changes were made. Lead revision was discussed. No intervention has been performed yet. The patient was stable throughout the interrogation.